Event description:
An elevated troponin (accu tril) result from a single patient that was generated by the unicel dxl 800 access instrument. The initial acu tnl result was 4.39ng/ml and was reported out of the tab.the customer collected a new sample from the patient and tested for accu tnl. The result was 0.02ng/ml.the customer then re-tested the patient original sample for accu tnl. The accu tnl results were 0.04ng/ml and 0.06ng/ml (there is no information if the sample was tested in duplicate, or twice). The customer indicated that there has been no change to patient treatment that can be attributed to or connected with this event.